Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient fall with subsequent hospitalization. However, there is no documentation to show a causal relationship between the cycler and the fall. The patient was said to have altered mental status and to be hypoxic. Confusion and altered mental status is a known symptom of hypoxia which could have caused the patient to be disoriented resulting in the patient tripping over the power cord. The cause of the hypoxia is unknown. Based on available information, the liberty select cycler can be excluded as the cause of the patient¿s confusion that led to the patient tripping over the power cord. The liberty select user¿s guide (p/n 480097, pg 18) stated the power cord, tubing set and drain lines can be a trip hazard and may result in falls. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient completed treatment on the cycler. The pd patient contact also reported the patient is currently hospitalized due to tripping over the cord on the machine. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was in active treatment (unknown phase) at the time of the event of tripping over the liberty select cycler cord and falling. The event occurred (B)(6) 2019 due to altered mental status. The patient had no injuries due to the fall. The patient was transported by family to the emergency room. It was believed that the patient was hypoxic (value unknown) and admitted to the hospital. The patient remains hospitalized. It is unknown if the patient is continuing pd therapy during hospitalization and unknown treatment course.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.